Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and it was confirmed that the purge disc retainer had broken off on the console. The root cause of this issue was a broken purge disc retainer.

Event description:
The user facility reported a 48-year-old male with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during the support there was an issue with the automated impella controller (aic). The aic was not recognizing the purge cassette. The aic was exchanged and no patient harm was reported and continued on support.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.